Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient"

Event description:
It was reported that the patient experienced self limited bleeding and was unable to fully insert the catheters. The patient visited the emergency room where a doctor attempted to insert a catheter but was unsuccessful. The doctor explained to the patient that there was "blockage" and he could not use the catheters at that time. The patient was not alleging the catheters were the reason for the blockage, and noted that he would follow up with the urologist as suggested by ER physician. The physician also noted that he may have underlying medical issues that caused the blockage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced self limited bleeding and was unable to fully insert the catheters. The patient visited the emergency room where a doctor attempted to insert a catheter but was unsuccessful. The doctor explained to the patient that there was "blockage" and he could not use the catheters at that time. The patient was not alleging the catheters were the reason for the blockage, and noted that he would follow up with the urologist as suggested by ER physician. The physician also noted that he may have underlying medical issues that caused the blockage.